Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Device replacement was recommended. At this time the s-ICD remains in service and there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Device replacement was recommended. At this time the s-ICD remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.